Event description:
It was reported that the patient was unsatisfied with the device battery longevity. It was also reported that the right atrial lead threshold was high, which may have contributed to battery depletion. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4574, implantable pacing lead, (B)(6) 2009. (B)(4).